Event description:
This report is being filed after the subsequent review of the following journal article: paul, j. Et. Al., (2014), ankle salvage surgery with autologous circular pillar fibula augmentation and intramedullary hindfoot nail, the journal of foot and ankle surgery, 53, 601-605. From january 2010 to december 2012, 6 consecutive patients were prospectively enrolled and scheduled to undergo tibiotalocalcaneal arthrodesis with an intramedullary hindfoot nail combined with a ventral plate and ipsilateral fibula augmentation in a pillar technique as salvage surgery. This report is for a (B)(6) year old female that had aseptic loosening of the device and pain. A copy of the journal article is being submitted with this medwatch. This is report 6 of 6 for (B)(4). This complaint involves 1 device.

Manufacturer narrative:
Paul, j. Et. Al., (2014), ankle salvage surgery with autologous circular pillar fibula augmentation and intramedullary hindfoot nail, the journal of foot and ankle surgery, 53, 601-605. This report is for an expert hindfoot arthrodesis nail system. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.